Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that this phenomenon attributed to the broken of the ccd unit or a failure of the scope connector and/or video system center. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image became noisy and hard to see when the user operated the angulation of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.